Event description:
Difficulty removing the button. The doctor used traction removal to remove the device. The pt had excessive bleeding after it was removed. It took several attempts to replace the button. These attempts created a false pocket and it became infected. The pt had 3 surgeries to drain the pocket and remove granulation tissue.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.